Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 600mg/dl and diabetic ketoacidosis. The customer indicated they were hospitalized for knee surgery and was off the pump during the surgery only. While off of the pump, the customer indicated that they went into diabetic ketoacidosis and had high blood glucose. After the surgery, the customer was put back on the pump. Customer wanted to document information only. No further details given. No further assistance was necessary.